Event description:
It was reported the patient experienced severe facial spasms while the health care provider was running device impedance checks. The patient had never presented with the observed facial spasms before. Due to the observed spasms, the health care provider was reluctant to run further electrode impedances. The measured impedances were normal (left 818 ohms, right 1360 ohms). In march an impedance check was done and was also normal (left 636 ohms, right 757 ohms). The original programmed settings were left in place and the patient returned home with no further incidents. Further troubleshooting was being considered. Additional information has been requested, but was not available on the date of this report.